Manufacturer narrative:
(B)(4). Date sent: 3/18/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # 606c96. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with the anvil bent upwards and with no reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device opened without any difficulties noted. The knife reverse button worked properly. No functional test was performed due the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 606c96, and no non-conformances were identified.

Event description:
It was reported that during an unk procedure, during firing, the cut knife was stuck and staple wasn't fired. Only initial part was fired. So the nurse used reverse button to reverse the knife, but it didn't work. So she used manual override lever to open the jaw. No patient consequences were reported.